Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted implantable pulse generator (ipg) and leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19411836.